Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj system medium left fossa component, catalog #: 24-6561, lot #: 362020b. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00246.

Event description:
It was reported that the patient underwent a left tmj replacement approximately nine (9) years ago. Subsequently, the patient underwent a revision due to an unknown reason approximately four (4) months ago. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.